Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot#: 0208753772, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 19-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that long and frequent recharge sessions were required to keep the ins charged. The patient was charging for about 4 hours every other day (approximately). The patient experienced loss of therapy. The patient has very high therapy settings. Impedance measurements were greater than 10,000 ohms with electrode 6. The mdt data was reviewed. A recharge interval estimation was performed with the following settings; c1: 4.5v, 450¿s, 300hz, 207ohms. It was expected that the ins would have a recharge interval of approximately 1.9 days at beginning of life (bol) and 0.9 days near end of life (eol). The recharging coupling during the last 6 recharging sessions was optimal, and the recharges were started when the battery level was between 1% and 42%. There were several therapy lost with stim on, which was due to the low battery level. The action taken to resolve the event was other programs, cycling, and loading with stimulation off. The event did not resolve, despite all attempts in the last 6 months not possible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they were waiting for an approval to replace the ins. No date has been scheduled yet.